Event description:
It was reported that surgeon inserted a micl12.6 implantable collamer lens upside down. The lens was removed and the backup lens was implanted without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed a haptic was torn and a piece of the haptic was torn off and missing. There was a clear surgical residue on the lens.